Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high pacing threshold. This lead was explanted and replaced. No additional adverse patient effects were reported.